Event description:
A surgeon stated he had a pt return several weeks post-op with a pseudoseptic reaction. The procedure was an acl reconstruction (st) in which a biointrafix system and a milagro interference screw were used.